Manufacturer narrative:
(B)(4).

Event description:
The consumer and healthcare provider (hcp) reported they needed to be walked through how to use the patient programmer to put the device in MRI mode. It was unknown if the MRI was related to the device as it was being done for the patient¿s pain and they did not know if the pain was related. Symptoms were reported and it was unknown if they were related to the device or therapy. The patient had severe pain that started on (B)(6) 2016. Further, the patient stated he had the pain all the time, but all of a sudden the intensity just doubled on the left hip and they did not know why. The stimulator was helping, but did not give the patient enough relief with even medication. The hcp saw the patient and sent the patient for an MRI. The patient was in a lot of pain. It was noted the patient had no falls or traumas. Relevant medical history included spinal pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that the new battery was working. Information was received from the patient on (B)(6) clarifying the reported pain was caused by inflammation, which was not related to the device.

Event description:
The patient experienced severe pain and spent a lot of time in bed. There was ¿very little difference from before stimulator was implanted.¿ the diagnosis was inflammation. An injection and oral medication was taken to resolve the increased pain. It was reported that it was at no fault of the stimulator.